Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) stating the patients pump motor stalls occurred on (B)(6) 2016. The patient had nausea and was seen by the hcp on (B)(6) 2016 and the pump was interrogated and the logs were printed. The pump was replaced on (B)(6) 2016 (information illegible; (B)(6)). The cause of the motor stalls was not determined and the issue had been resolved.

Event description:
Additional information was received from a consumer via the medwatch program indicated the pump failed to deliver drug and the event date was (B)(6) 2016. Refer to attached medwatch form mw5065026.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture's representative regarding a patient receiving unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump had two motor stalls occur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device failures included motor stall and delivery failure. Injuries included withdrawal and seizures. Explant surgery was performed on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.